Event description:
It was reported that the patient was inappropriately shocked by the device due to supra ventricular tachycardia (svt) detected as ve ntricular fibrillation (vf). Follow up with the physician's office indicated that the patient was hospitalized and the device was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.